Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.8-12.4cm from the tip electrode. The etfe coating was damaged at this location due to damage sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented for device change out due to normal eri, externalized conductors were observed. All electrical measurements were normal. The lead was explanted and replaced.